Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. Additional information has been requested. (B)(4).

Event description:
An ophthalmic surgeon reported that during an intraocular lens (iol) implant surgery the plunger extended beyond its normal exit distance by more than 10 mm and pushed the implant through the zonule opposite to the injection site into the vitreous cavity. The surgeon also reported that the iol was in the vitreous cavity causing shadowing and monocular diplopia. Secondary glaucoma was also reported as an event. The patient was referred to a vitreoretinal surgeon for removal of the implant. However , the surgeon advised to leave the iol in the vitreous for the moment as the vision in the affected eye was every good and might be worsened by the iol explantation surgery. Additional information has been requested.